Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The handpiece passed the diagnostic testing. In addition, a case was performed with the customer handpiece without issues. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is 4-10 error induced by a handpiece used prior to the one associated with this complaint . The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines" section of "performing trial reduction and postoperative assessments". This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional information: d8/d9.

Manufacturer narrative:
H3, h6: the product, navio handpiece (india), pfsr110137, (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with siu failure or an electrical component/handpiece issue. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. Per complaint details from india, it was reported that during set up before a navio procedure, they received error code - 40000000000 just after booting, indicating siu failure, due to two handpieces. Based on the information provided, the case continued conventionally with manual instrumentation. No other complications were reported. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during machine set up before a navio procedure, it was found that the error 40000000000 pop on the screen just after booting, indicating the siu failure, this was due to two handpieces (which are required to be replaced). The case was continued conventionally with s+n manual instruments. No other complications were reported.